Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) the patient had intolerance of implanted multifocal lens. The iol was exchanged in a secondary procedure. Additional information has been requested. Additional information received and stated that, the surgeon was told that he likely has ischemic optic neuropathy that began around the time of cataract surgery. The surgeon was somewhat suspicious of vitamin d deficiency in the patient. The patient had blood work done on (B)(6) 2023. The patient was not tolerating his lenses. I refracted the pt and he trialed frame that prescription. The surgeon felt that it didn't make much difference and felt it unnecessary for him to wear correction. The surgeon further discussed treatment options and how refractive surgical care wouldn't be a benefit to him. The surgeon also discussed iol exchange to which he proceeded with this and svd iols. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).